Manufacturer narrative:
(B) (4).

Event description:
Intraoperative impedances were normal at an implantable neurostimulator replacement surgery. At the post operative visit, impedances were greater than 40000 ohms. Stimulation felt different to the pt. The hcp attributed this to postural changes. The field rep called the pt who reported she was doing fine and receiving stimulation coverage in needed areas. The pt hasn't returned to clinic for additional visits, but the hcp reported she was doing fine as well.